Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor was set to 1 unit: 100 mg/dl instead of 1 unit: 30 mg/dl. Reportedly, the customer accidentally entered the settings inaccurately due to user error. Blood glucose level was 233 mg/dl. Tandem technical support assisted the customer with adjusting to the accurate setting.